Event description:
Additional information received clarified that the patient did not experience overdose and the patient was ¿doing ok.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8840, serial# unknown. Product type: programmer, physician; product ID: 8731sc, serial #(B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).

Manufacturer narrative:
Application software card model#: 8870, lot# unknown.

Event description:
It was reported that the pump was reprogrammed using the flex programming mode. After the pump was updated, it was noticed that the low reservoir alarm date was for the next day. The reservoir alarm was set at 22.6ml. It was noted that the intended dose was 1.2mg/day plus a 0.1mg flex dose, but the dose per day on the programmer read 28.7mg/day. The pump ran at that rate for 1 minute, and the reporter was instructed to stop the pump at that time. It was discovered that an overdose was programmed. The basal rate was programmed at 1.2mg/hr, when the intention was to program a dose of 1.2mg/day with a bolus step of 0.1mg for a total of 1.3mg/day. The programming was corrected. It was noted that the patient was doing well at that time. No patient symptoms were reported. The device system was used to deliver morphine, clonidine, and bupivacaine (marcaine).